Event description:
Occlusion alarms were reported by the customer, who experienced multiple intermittent previous occlusion alarms. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer took consistent actions to address the elevated blood glucose with a manual dose injection. All occlusion alarms were resolved with a full supply change and the customer was able to resume insulin therapy and continued use of the pump.